Event description:
The port was placed 9/17/96 via pt subclavian. During flush/aspiration on 1/17/97; pt experienced pain & swelling. On 1/20 a CT scan done showed the catheter had fractured & migrated up pt's neck. The pt now has a blood clot. The port & catheter were removed without difficulties.